Manufacturer narrative:
The device was received by the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the instigation is complete.

Event description:
It was reported that the tip of the device fell of during the procedure. The tip fell into the surgical site and was immediately retrieved. The patient did not require any additional treatment as a result of this event. A back up device was used to successfully complete the procedure.